Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended programming options. This cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.